Event description:
The report received from the affiliate indicated that the patient was included in a study. Approximately thirteen (13) months after the index procedure the patient was found deceased in his home. No autopsy was done. No further information was available. The physician's comment regarding the cause of death was that it was either a brain infarction/stroke or an acute myocardial infarction (ami) and therefore, the relationship of the event to the previously implanted cypher stens is unknown.

Manufacturer narrative:
The index procedure was an elective case done by the femoral approach. The target lesion for the procedure was the mid left anterior descending (lad) coronary artery. The lesion was reported to be: de novo, eccentric, a bifurcation lesion, diffusely diseased, moderately calcified, a flexion lesion, 20.7mm in length, 3.39 mm in diameter, a 67.8% stenosis, and type c. The lesion was pre-dilated with a 3.0 x 18mm balloon at 8 atm/inflation time unknown. A cyper 3.0 x 28 mm stent (stent #1) was implanted at 12 atm for 15 sec. An additional cypher 3.5 x 23 mm stent (stent #2) was implanted at 18 atm for 15 sec proximal to the first stent in overlapping fashion. The stents were post-dilated with a 3.0 x 18 mm balloon at 20 atm/inflation time unknown. The flow pre and post-procedure was timi 3. The residual stenosis was 24.6%. There were no reported procedural complications or product problems. Approximately seven (7) months after the index procedure the patient developed a cerebrovascular accident due to his atrial fibrillation. Approximately nine (9) months after the indext procedure the patient developed occlusion of the lower extremity. Coronary angiography was done during the eight-month follow-up and there was no abnormality observed. Note that device is distributed outside the united states, however it is similar to the united states product. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. This is one of two products used during the same procedure. Please reference MFR. Report # 9616099-2007-00592.